Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-jan-2022. H6: investigation summary a device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this failure cannot be determined. All samples passed our internal leakage testing, and no abnormalities were observed. H3 other text : see h10.

Event description:
It was reported that 18 bd venflon¿ pro safety peripheral safety IV catheters experienced leakage. The following information was provided by the initial reporter: the problem is that the infusion flows into the dressing and not into the vein. Die cannulas are all leaking at the wings used to fixate them.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2173250 medical device expiration date: 2025-06-30, device manufacture date: 2022-07-20. Medical device lot #: 2201267, medical device expiration date: 2025-07-31, device manufacture date: 2022-08-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 18 bd venflon¿ pro safety peripheral safety IV catheters experienced leakage. The following information was provided by the initial reporter: the problem is that the infusion flows into the dressing and not into the vein. Die cannulas are all leaking at the wings used to fixate them.